Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the infected device. The mesh had densely adhered to the small bowel and anterior abdominal wall. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and remove the infected mesh. During this procedure, the surgeon found that the mesh had densely adhered to the small bowel, which was difficult to separate. Further, the mesh had densely adhered to the anterior abdominal wall, which was markedly thickened. The infected mesh was then removed. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits, subsequent procedures.